Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the female part of the smartsite extension set (at the needles connector) cracked during administration of an IV bolus causing the fluid to leak onto the floor and bed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a crack and leak was confirmed. Visual inspection showed a crack on the female luer component. Functional testing confirmed a leak from the crack. The cause of the leak was a crack on the female luer. The root cause of the crack is unknown.

Manufacturer narrative:
The probable cause of the luer crack was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).